Event description:
It was reported that approximately 168 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, osteolysis, medial femoral condyle fracture and bone loss. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.